Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to a leak in the cuff. A replacement surgery was performed. The patient was reported to be stable after the surgery. No more information available at the moment. Should additional information become available, it will be provided.